Event description:
It was reported that the customer was having differences between his sensor glucose readings versus his blood glucose readings. Troubleshooting occured, and the customer stated that he has noticed bent cannulas on his sensors. Blood glucose levels at the time 96mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.